Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) currently has a battery status of middle of life 2 (mol2). There is concern that the battery is depleting earlier than expected. The physician noted to be quite concerned with the longevity of this device. No adverse patient effects have been reported.